Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of the mildly tortuous right common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, the suture pulled out from the vessel. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other incidents for failure to deploy the suture reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.